Event description:
Patient wife called because she received a letter from the abbott manufacturer stating that some libre 3 + devices has been recall for specific lot numbers and her husband has a device reflecting that same lot number. She also stated that her husband has had a event where he crossed checked with a finger stick and noticed the abbott device read 20 points below the finger stick reading.